Manufacturer narrative:
Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Device had a small crack on the battery tube threads.

Event description:
It was reported that the customer was hospitalized. Customer experienced abnormal behavior and a possible seizure. Blood glucose value at the time of admission was 400 mg/dl; treated with manual injection. Customer was wearing the insulin pump at the time of the emergency room visit. It was stated that the customer parents took her to the ER. Nurse stated that the meter was reading between 161 and 169 mg/dl but the customer showed signs of low glucose and parents treated for low. She was tested with another meter and she was in the 200 mg/dl range. During troubleshoot; it was stated the drive support cap is recessed. It is unknown if there were air bubbles in the tubing or reservoir as they had been discarded. Time, date, basal rates and bolus wizard are set up correctly. One no delivery alarm found in the history which was resolved by changing the infusion set and reservoir. Customer's doctor requested a full analysis on the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test per specifications.